Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in question. The eval confirmed the reported "upstream occlusion" message. Further eval found the lower reading on the ultrasonic sensor to be below specification, caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air and upstream occlusion. The upstream sensor assembly/pusher was be replaced.

Event description:
It was reported that a device displayed a constant "upstream occlusion" message when no occlusion was present. It was also reported that there was no pt involvement.